Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient was having trouble walking and something wasn't right with the way things move. The patient¿s left ins was reportedly on and okay at the time of this report. The right ins would not connect with the programmer and the programmer was displaying a position antenna screen. The patient did not have an antenna for their programmer. New batteries were tried and the programmer was moved around in different places, but no connection was made. An elective replacement indicator (eri) was observed on the programmer at the time of this report. It was noted that stimulation was off, but was turned back on. It was noted the patient would be following up with their healthcare professional (hcp). No further complications were reported. Refer to manufacturer report #3004209178-2017-10103 for details pertaining to the reportable related event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.